Event description:
It was reported that during surgery, the wand was failing. The procedure was successfully completed with up to 30 minutes of delay using a competitor device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10: the turbinator coblator ii wand, used in treatment, was returned for evaluation. From the information provided, ¿during surgery, the wand was failing." A relationship between the device and reported incident was not established. A review of manufacturing records for the reported lot number found no non-conformances or anomalies during manufacturing process related to the reported event. A complaint history review found no related failures. Visual inspection shows moderate electrode erosion and contamination on the device tip. The device was plugged into the controller and registered settings that indicate the end of useful life for the device. The use-limiting feature was then by-passed and the wand was activated in saline solution at the default and max settings on the controller and performed as intended. Functional evaluation revealed that the saline line performed as intended. Suction performed as intended. The complaint was not verified and the root cause could not be determined with confidence. There are several factors that could cause the device to fail such as: 1. Not having sufficient saline outflow in order to maintain the formation of plasma or possibly not having sufficient suction which decreases the functionality of the device. 2. The device may have been connected and disconnected multiple times before use, causing the muls to trigger, thus disabling all functionality of device. This intended behavior may have been interpreted as a non-functional device. 3. There may have been an issue with the connection between the device and the rest of the system (i.e. An incomplete connection). No containment or corrective actions are recommended at this time. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.